Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml at 1515 mcg/day) via an implantable pump for unknown indications for use. It was reported that starting in (B)(6) 2021 the patient has had volume discrepancies. It started where the actual was 7 and they were expecting 3.5, then on (B)(6) 2022 the expected was 2.5 and they got back 10, now today they were expecting 2.2 ml and got back 16. The caller stated that there were no events in the pump logs.